Event description:
It was reported that post stenting treatment procedure stent thrombosis and damage occurred. Same case as MDR ID# 2134265-2012-01689 and 2134265-2012-01690. In (B)(6) 2012, the patient had three ion stents placed in her left anterior descending artery. The following day, the patient returned and thrombosis was noted between the 3.50mm x 24mm ion stent and the 3.00mm x 12mm ion stent. There was no issue noted regarding the third 20mm x 2.25mm ion stent. While attempting to place a non-bsc thrombectomy catheter, the proximal end of the 3.5mm x 24mm ion stent was bumped and deformation occurred. An ion stent was placed to treat the open space between the two stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).